Event description:
It was reported that a patient underwent a pelvic floor repair procedure and a sling procedure in 2007. Twenty-four hrs after the procedure, the pt developed a sepsis/bacteriemia and a vesico-vaginal fistula and was treated with meropenem. The reporting surgeon opines the fault to be due to bladder perforation during the pelvic floor repair procedure. The fistula did not require re-intervention and cystoscopy was normal. Nine days later, the pt was reported to be making a good recovery and was doing fine.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.